Event description:
Philips received a complaint on the heartstart xl+ device indicating that the ECG cables are worn. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The rse evaluated the device. It was determined that this was a malfunction of the 5 leadset, grabber and 3 lead ECG trunk which was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.